Manufacturer narrative:
A risk to the patient's health could not be excluded for these specific circumstances, since an aneurysm clip was applied in a different location in the brain than anticipated, with the brainlab device involved, despite according to the surgeon: the revision coiling procedure was completed successfully as intended. There were no negative clinical effects (e.g. No new neurological deficit) for this patient, neither due to the initial surgery, nor due to the revision procedure and anesthesia of approx. 3 hours. There are no (other) remedial actions necessary, done or planned for this patient. There was no prolongation of hospitalization. According to the results of the brainlab investigation and the information provided by the hospital, it can be concluded that the root cause of the approximately 10 mm inaccuracy in the craniolateral direction reported by the surgeon that resulted in an incorrectly clipped location for the target aneurysm was most likely a combination of one or more of the following potential factors: a poor acquisition of registration points that did not follow brainlab recommendations for surface matching registration. The points were mostly concentrated on one area of the face (around both eyes) and no points were acquired over the forehead, sides of the face or head, profile of the nose, nor at the region of interest. Several points were also taken over the patient's eyes and likely over tape covering the patient's eyes. A suboptimal acquisition of points acquired for registration can result in a less than ideal registration result that is not as accurate as desired for the procedure to be performed. A movement of the patient reference array and/or the patient's head due to an insufficient rigid fixation and/or inadvertently applied forces (e.g. During draping, sterile exchange, etc.). A movement of the patient reference array relative to the patient's head (or vice versa) after registration is performed cannot be recognized or compensated by the navigation software and results in a deviation between the registered patient dataset and the actual patient anatomy. Possible brain shift that occurred during the procedure after the craniotomy was performed and before navigation was used to localize and clip the target aneurysm. Brain shift results in an anatomical change of the brain within the patient's skull that cannot be recognized or compensated by the navigation software and can lead to inaccuracies in navigation. Apparently, the resulting deviation between the registered preoperative image in the navigation display and the actual patient anatomy was not recognized by the user with the appropriate and necessary accuracy verification during the verification step (directly after registration) nor throughout the procedure. There is no indication of a systematic error or malfunction of the brainlab device (navigation). Corresponding brainlab measures to minimize this anticipated risk as low as reasonably practicable are already in place. Brainlab intends to reiterate the relevant topics regarding the use of the device to this customer.

Event description:
A cranial surgery for an aneurysm clipping on the patient's right side, approx. 4cm in depth from the skull surface, was performed with the aid of the display by the brainlab navigation software cranial 3.1. A preoperative CT scan was acquired on the day of the surgery, to use with navigation. During the procedure the surgeon: positioned the patient supine in a yasargil position in a non-brainlab headholder. Performed the initial patient registration on the preoperative CT using the z-touch acquiring registration points on the patient's skin to match the display of the navigation to the current patient anatomy. Verified the accuracy of the registration and accepted the registration to proceed. Removed the unsterile navigation reference array, draped the patient, and attached the sterile reference array. Used navigation to determine the location of the craniotomy, and performed the craniotomy (approx. 5cm). Used the navigated brainlab pointer along the vessel of interest to locate the aneurysm. Had trouble locating the aneurysm on the vessel, despite the navigation display showing that the pointer was at the aneurysm. Placed the clip on the aneurysm according to the location displayed by navigation and completed the surgery. The surgeon determined that the clip had been placed on the correct vessel, but not in the correct location, deviating approximately 10mm cranially and laterally, and the aneurysm had not been clipped as planned. The patient underwent a revision coiling procedure the following day using angiography which was completed successfully. According to the surgeon: the revision coiling procedure was completed successfully as intended. There were no negative clinical effects (e.g. No new neurological deficit) for this patient, neither due to the initial surgery, nor due to the revision procedure and anesthesia of approx. 3 hours. There are no (other) remedial actions necessary, done or planned for this patient. There was no prolongation of hospitalization.